Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode.

Manufacturer narrative:
Technical services discussed programming options. Records indicate this device remains in service. Should additional information become available this report will be updated.